Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. Visual observation reveals that the anchor tip appears to be cheese wired reflecting high suture tension possibly causing the suture to snap. When there is high tension applied on the suture in conjunction with cortical thread, the suture breaks. Hence, this complaint can be confirmed. This failure can be attributed to user technique. A batch record review has been conducted and our results indicate that this batch of product was processed with a couple of unrelated incidents. A non-conformance was opened relating to recurrent defect of fold on pouches sealing, with no link with this complaint. A non-conformance was opened relating to recurrent defect of fold on pouches sealing, with no link with this complaint. Therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the product was pulled out when the suture was tighten for attachment of soft tissue to bone. The bone hole was prepared with the awl and also tapped. It was reported that the product was longitudinally split possibly due to the fact that two points of passing the suture through soft tissue was too wide. The backup device was used to complete the case. Procedure was extended twenty (20) minutes.